Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 (B)(4): linear 3-6 lead 50cm model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following non-device related weight loss, one of the patient's leads had eroded through the skin and was exposed. The physician opened the incision site, removed the silk suture that was causing the lead to protrude, and buried the leads deeper. The patient was given IV antibiotics and was reportedly doing well.